Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postoperative from a scrotal procedure, the midline scrotal incision looks good though the upper 1 -1.5 cm wound had opened up. It was stated that it looked like the sutures have already absorbed in this region. There was no drainage, erythemia or significant swelling noted. A topical skin adhesive was applied over this upper part of the incision with good results. The patient tolerated this without issue. There was no patient injury.